Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient called because she felt that the insulin pump has been giving her too much insulin. The patient stated that she has been unable to bolus because her blood glucose levels drop too much. The patient also stated that she was hospitalized due to low blood glucose levels in december. The patient was sick with bronchitis at the time of the event, and had not eaten or drank anything all day. Troubleshooting was performed, and no damge to the drive support cap was noted. The insulin pump was programmed correctly. The unit passed the displacement test. No exposure to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.